Manufacturer narrative:
Despite due diligence attempts to receive further information about the event and the device location, no additional information and/or sample for evaluation has been received. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a valve model 2800tfx25mm was explanted from the aortic position after an implant duration of two (2) years and one (1) month for unknown reason. A valve model 21mm edwards surgical valve was implanted in replacement.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 2800tfx25mm was explanted from the aortic position after an implant duration of two (2) years and one (1) month for unknown reason. A valve model 21mm edwards surgical valve was implanted in replacement.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Based on the information available, a definitive root cause cannot be conclusively determined.